Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: the brown luer connector (distal lumen) comes off easily and detached from the extension line during use. The distal lumen line was clamped and the catheter was replaced. No patient harm or injury. No impact on the patient's condition.

Manufacturer narrative:
Qn# (B)(4). It was reported that the sample is not available for return; however, the customer provided 4 photographs for evaluation. The photos confirmed that the distal luer hub had separated from its extension line. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the brown luer connector (distal lumen) comes off easily and detached from the extension line during use. The distal lumen line was clamped and the catheter was replaced. No patient harm or injury. No impact on the patient's condition.